Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while the system was in clinical use and the issue was resolved after the customer repaired the hospital's ups. It was reported to philips that the system shut down during a test of the uninterruptable power supply. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found involuntary shutdown of the equipment again, at the time they were performing the maneuver on the ups. On further analysis, the rse found that it was evident that something in the ups caused the shutdown, since they were performing a maneuver in it. The issue was resolved after the customer repaired the hospital's ups. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system shut down during a test of the uninterruptable power supply, which can impact booting. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.